Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, wear abrasion, white/yellow particles in device inner surface, device appearance (imprint of patch logo on opposite side of the shell consistent with folded device) and fold creases. Leak test and microscopic analysis was performed which identified one crack opening and total delamination of valve. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported, "moderately contracted capsule" baker grade unknown.